Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a vticmo13.2, -18.00/3.0/093 (sphere/cylinder/axis), intraocular lens was torn before loading, after opening vial. Backup lens was used, this resolved the problem. Cause of the event is reported as unknown.